Event description:
It was reported the lead was removed due to fracture visible on x-ray. No patient complications have been reported as a result of this event. Review of carelink data indicates high hv impedance values and rv oversensing noted.